Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection and microscopic inspections were not able to identify any abnormalities. The sample was succesfully flushed. The customer reported condition could not be confirmed and a root cause was not identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
A baxter sales representative reported to baxter corporate product surveillance an unknown one-link in which the one-link "failed to aspirate when attached to a PICC line." According to the report, the nurse was attempting to flush the line with an unknown prefilled saline syringe. The one-link was not previously accessed. The nurse removed the one-link device and stated there was great blood return when the one-link was removed. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.